Event description:
Additional information received reported the patient was given oral baclofen and valium. The patient also recovered without permanent impairment.

Event description:
It was reported that the alarm wasn¿t heard until it was critical and when they went in the pump was dry. The patient got a pump refill on friday (B)(6) 2015. The first time the alarm was heard was on (B)(6) 2015 and the health care provider¿s (hcp¿s) office was called. It was discovered that a refill was missed. On monday (B)(6) 2015, the patient had irritability, decreased urine output with dry diapers, her ¿spasticity was going crazy¿, and she was having bladder issues. The caller didn¿t know why because at that time they could not hear the alarm. Around that wednesday or thursday, the patient was having withdrawals and spasms. The patient was also having symptoms of clonus, shaking, was fussy, and her tone was weird. The pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).